Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood. The reported event of a helix mechanism issue was confirmed. After cutting, cleaning the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the helix of the lead had difficulty to extend and retract. Furthermore, the lead exhibited high pacing impedance. The lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.